Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, it continued to perform its life sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that the patient was switched to a backup freedom driver without adverse patient impact.

Manufacturer narrative:
The driver's alarm history was reviewed and revealed a 36 fault code alarm that could be the customer-reported alarm. This alarm code can occur when an onboard battery is removed too quickly, not giving enough time to the system to recognize the first onboard battery inserted in the driver, or if the second onboard battery inserted is not properly inserted and produces an intermittent communication. The driver passed all sections of functional testing, an extended observation run and a battery exchange test, wherein no fault/permanent alarms were annunciated. The driver performed as intended with no evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. Ce 4520 follow-up report 1.